Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient's scs patient controller displayed replace the generator message. As a result, the patient will undergo surgical intervention to address the issue.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the ipg was explanted and replaced. The issue was resolved and therapy has been restored.